Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a yellowish stain mark on the interior surface of the bespak valve side arm for the clear and blue cuffs. The cuff pressure of the tracheal clear cuff and the blue cuff were then tested by inflating to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of tracheal clear cuff deflated rapidly whereas the pressure of the bronchial blue cuff maintained at 25 mbar. A water leak test was then conducted on the complaint device. No air bubbles were observed flowing out of the bronchial blue cuff whereas air bubbles were observed flowing out of the tracheal clear cuff. The area of leakage on the clear cuff was identified and observed under magnification. A cut mark was observed on the cuff. Other remarks: based on the investigation performed, the reported complaint of cuff leaking was confirmed. A cut mark was found of the cuff. A 100% leak test is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. In addition, stain marks were found on the device indicating the device was used. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "double lumen bronchial tubes were found leakage during pre-inflation". Alleged malfunction reported as detected prior to a patient use. No report of patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer, however the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "double lumen bronchial tubes were found leakage during pre-inflation". Alleged malfunction reported as detected prior to a patient use. No report of patient harm.